Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 516 mg/dl, 50 mg/dl, and 41 mg/dl. Customer drank juice after obtaining the readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.